Manufacturer narrative:
Reported event: an event regarding assembly issue involving a cutting edge cup impactor was reported. The event was confirmed by product inspection. Method & results: -product evaluation and results: the dimensional inspection found that the protrusion was out of specification and examination by a material engineer indicated, "the plug welds on both ends were fractured. Partial press-fit was observed at the stud/handle interface." Clinician review: not performed as medical records were not provided for review. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the dimensional inspection confirmed the reported event. A material analysis engineer examined the device and noted that the plug welds were fractured on both ends. Nc and CAPA were previously opened to further investigate the protrusion of the threaded stud. See nc and CAPA for further details. No further investigation is needed at this time. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: nc and CAPA was previously raised to further investigate the protrusion of the threaded stud. The device has been redesigned and the drawing has been released on 15-mar-2018 under ecn and CAPA.

Event description:
Threaded the trident 54 trial onto the acetbaular whittier impactor threaded piece was screwing past the cup trial

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Threaded the trident 54 trial onto the acetbaular whittier impactor threaded piece was screwing past the cup trial.